Event description:
It was reported that, the ri bone pins 4 mm x 127 mm qty: 4 and the ri bone pins 4 mm x 152 mm qty: 2 were bent. It is unknown when this was noticed and if there was a patient involved.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the ri bone pins 4mm x 152mm (uae), part rob10011 used for treatment were not made available to the designated complaint unit for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints found similar events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with mechanical component failure/damage. A CAPA, nc, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a cori assisted tka surgery, the ri bone pins 4 mm x 152 mm qty: 2 was bent. The procedure was finished with a smith and nephew back up device without delay. The patient was not harmed.